Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced kinked tubing. The following information was provided by the initial reporter: complaint 2 of 4 (B)(6) 2020 buretrol tubing wouldn't flow when priming tpn. Appeared to be fused/kinked below drip chamber. Wouldn't prime beyond drip chamber." Leaks on the alaris IV set 0.2 micron filter, typically with tpn. Cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. Tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. Over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m overinfused. This occurred on 5 occasions. The following information was provided by the initial reporter: event 8: material no: 10015012, batch no: unknown. It was reported that there were approximately 5 over infusions.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated with additional information or corrections: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. B.5. Describe event or problem: it was reported that as lvp bur 20d low sorb smbore ss 0.2m overinfused. This occurred on 5 occasions. The following information was provided by the initial reporter: event 8: material no: 10015012, batch no: unknown. It was reported that there were approximately 5 over infusions d.4. Medical device expiration date: unknown. D.4. Medical device lot #: unknown. E.1. Initial reporter phone#: (B)(6). H.4. Device manufacture date: unknown.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m overinfused. This occurred on 5 occasions. The following information was provided by the initial reporter: event 8 material no: 10015012, batch no: unknown. It was reported that there were approximately 5 over infusions.